Manufacturer narrative:
This follow-up report is being submitted to correct a previously reported h6 medical device problem code. The problem code a24 (adverse event without identified device or use problem) reported on the initial MDR was not applicable to the event and has been corrected to a01 (patient device interaction problem).

Event description:
The medical center placed a cp in the community and then transferred the 69 year old male patient to the tertiary center due to hypoplastic left heart syndrome (hloc) and discussion of care escalation to the impella 5.5 and/or ECMO. The team was imaging the patient at the tertiary center and observed an aortic dissection. There was thought that the dissection took place when accessing for and placing the cp pump. The patient did expire after 3 days of support. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition of hloc.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1: added product problem. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: aortic dissection/patient device interaction: the cause of the aortic dissection was not determined due to insufficient clinical details and no product returned.